Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device 8100 safety clamps triggers open/close alarms was not identified during the customer call. Tech support advised to inspecting the door latch sear for any physical damage. Recommended to replace door latch, air-in-line (ail) sensor, logic board. If issue persists send the unit for flat rate repair. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that 8100 safety clamps open close door alarm. There was no patient involvement.